Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the pulse generator could not be interrogated despite using two different programmers. No intervention was performed. The patient was in stable condition and would be monitored.